Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time and date were incorrect on the pump due to the customer inadvertently entering the incorrect setting. The customer's blood glucose (bg) was reportedly around 500 mg/dl (possibly above 500 mg/dl) due to the customer eating a meal without administering a bolus for the food. Bg was treated by delivering a bolus. Tandem technical support assisted the customer with correcting the time and date setting.